Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Film evaluation results are: the cause of the inaccurate delivery (low bifurcate placement) could not be determined from the films provided. No stent graft issues were observed; this appeared most likely to be procedure related. It is possible that the reported omniflush catheter catching on the suprarenal stents may have caused the bifurcate to have been pulled down during removal of the catheter. The amount of device movement which reportedly occurred during the implant could not be confirmed. Images during the deployment of the suprarenal stents and removal of the delivery system <(>&<)> angio catheter were not seen, and the films provided also did not show any angio images of the completely deployed stent graft until after ballooning.

Manufacturer narrative:
(B)(4).

Event description:
An endurant evo stent graft system was implanted in a patient for the endovascular treatment of a fusiform 56 mm in diameter abdominal aortic aneurysm. It was reported that stent graft has migrated. The suprarenal fixation snared on another manufacturer's flushing catheter, the stent graft migrated 1 cm distal with catheter removal. The migration was not treated. No clinical sequelae were reported and the patient is doing fine. Please note that this device, endurant evo, is not marketed in the united states; however, it is similar to the united states marketed device, endurant ii. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.